Event description:
Baxter reported an incident at the facility where the pt received a bolus of a medication. The pump was reported to be infusing a 500ml bag, containing "30 i.u of synoctin", (oxytocin) (diluent not specified) to pt in the first stage of labor. The rate of the infusion was reportedly set for 1ml/hr. The pt received a bolus of approx 200ml within 5 mins causing immediate bradycardia. The infusion was stopped and the dr was called immediately to attend and assess the pt. The bradycardia resolved after approx four and a half mins. No injury to the pt was reported, however, the pt was being moniored. The pt was reported to "recover." Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's diagnosis or status, heart rate of the pt, time and the type of delivery, initial assessment and set up or programming of the infusion device.